Event description:
Customer reported to beckman coulter, inc. (Bec) that the black box above the cartridge chemistries sample syringe of the unicel dxc 600i synchron access clinical system was leaking. Customer reported that there were droplets of water underneath the sample syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a leaking t-valve.

Manufacturer narrative:
(B)(4).